Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint., corrected data: h.6. And h.10.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection of samples received: visual inspection: the customer reported part number 21-7047-24, but one (1) unit of part number 21-7021-24 was received without its original packaging, in used condition, and decontaminated. Results: the complaint returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure ?visual inspection? Md01-003 rev. 103. The unit does not present any damage or dysfunctional conditions. Functional test results: the unit primed and ran successfully without discrepancies. Fluid was observed to travel through the whole device. The reported failure mode, non-delivery of medication, is not confirmed. Based on the analysis performed on the returned unit, and review of the mitigations during the manufacturing process, the root cause cannot be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the spike to bag was set up and the pump says 123.30 was given, but the bag was still filled. The patient said she was not sure if the clamp was closed still on the set, but the pump did not alarm that there was pressure. No patient injury reported.